Event description:
It was reported that the patient was dependent on the device for normal function. It was reported that the patient went into ventricular tachycardia (vt) in the monitor zone. The vt progressed to slow ventricular fibrillation (vf) and degenerated into a fine vf. The under sensing of the fine vf potentially led to a lack of defibrillation therapy delivered by the implantable cardioverter defibrillator (ICD). The patient was subsequently found to have passed away.